Event description:
This x-ray system had a burning odor and it has turned off. It would not restart after being turned off.

Manufacturer narrative:
(Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.